Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Principle territory manager (ptm) evaluated the iabp, but was unable to duplicate the issue with test balloon or fiber optic module tester. However, did find multiple error code 53 in fault log and fiber optic continuous bit failures. The ptm replaced the fiber optic module. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use. (B)(6).

Event description:
Customer reported that during patient support the intra-aortic balloon pump (iabp) displayed message "fiber optic sensor module failure". The customer was unable to calibrate, and attempted unplugging and plugging the iabp back in without success. After unplugging the iabp, the iabp went through auto calibration on its own, but still would not allow the customer to calibrate using the calibration button. During all of this the "failure message" remained. The iabp was hooked up to the transducer as back-up and zeroed without difficulty. The message was still present. The customer was unable to swap the iabp out with another as there were none available. Customer decided to continue therapy until required on that iabp. The customer would then have the iabp evaluated.